Manufacturer narrative:
(B)(4). The device was removed from the customer site and replaced with a new device. The device was returned to the manufacturer and has been converted to a test device and is not intended for patient use.

Event description:
Covidien received information stating that during patient use, the ventilator alarmed and patient as removed from the ventilator.

Manufacturer narrative:
(B)(4).